Manufacturer narrative:
Citation: reinders, a. Md. Pre-interventional assessment and calcification score of the aortic valve and annulus, with multi-detector CT, in transcatheter aortic valve implantation (tavi) using the medtronic corevalve. Sa journal of radiology (2015). Vol. 19, iss. 1 doi 10.4102/sajr.v19i1.762 earliest date of e-publish/publish used for event date in b3.   No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding the use of alternative manual aortic valve calcification scoring system with computed tomography prior to the implant of a transcatheter bioprosthetic aortic valve. All data were collected from a single center between 2011 and 2013. The study population included 20 patients, all of which were implanted with a corevalve. Serial numbers were not provided. The study population was predominantly female; mean age 83.5 years. Among all patients adverse events included: mild to severe paravalvular leak (pvl), valve repositioning, left bundle branch block (lbbb), permanent pacemaker implant, cerebral vascular accident (cva) and transient ischemic attack (tia). No additional adverse patient effects or product performance issues were reported.